Event description:
It was reported that during the stage 1 (trial) implant procedure, the physician detected a bent screw on the #3 electrode of the relevant extension. While attempting several to attach the extension onto the lead, the screw was not "catching onto the lead." The extension was deemed defective and an additional kit was opened and an extension from a different kit (model#: 3889-28, lot#: va019dh) was implanted. The lead was successfully attached and the patient felt stimulation afterwards in all 4 electrodes between 0.5 and 2 amperes. The patient was doing well and seeing an improvement in her symptoms. Additional information received reported that the patient's implantation of her implantable neurostimulator (ins) was completed on (B)(6) 2012. The patient had a successful advanced evaluation and saw marked improvement in her symptoms. The patient was sent home on program #3 (-2/+0) and was feeling stimulation vaginally at less than 1 ampere.

Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension. Product type: extension. (B)(4). Analysis of the extension (model#: unknown, serial/lot#: unknown) found that the #3 setscrew had been turned out and was sitting crookedly on top of the connector in the molded rubber. The setscrew worked properly in the #3 connector and was not cross-threaded. The setscrew was placed back in the #3 connector without difficulty and screwed tight to a known lead without issue. The #3 connector block appeared to have been twisted as evidenced by the twisted wire attached to it. No shorts were detected between any circuits. The extension was electrically okay.

Manufacturer narrative:
(B)(4).